Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in fallopian tube'), device breakage ('essure coil got transected with 1 piece seen protruding from the cornual end and other piece seen embedded in the fallopian tube'), pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 29-year-old female patient who had essure (batch no. A966679-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bloating. Concomitant products included ondansetron (zofran). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced migraine ("migraine/migraines / headaches") and anaemia ("blood or heart disorder/condition type: anemia"). In (B)(6) 2019, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), fatigue ("fatigue"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and cervical cyst ("other injury(ies) or complication (s) please describe: nabothian cysts"). The patient was treated with surgery (ablation, bilateral salpingectomy )). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, device breakage, bladder disorder, urinary tract disorder, urinary tract infection, fatigue and cervical cyst outcome was unknown and the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, vaginal discharge, nausea, migraine, vaginal haemorrhage and anaemia had resolved. The reporter considered abdominal pain, anaemia, bladder disorder, cervical cyst, device breakage, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: approximately 5 coils on the right and 3 coils on the left were seen after placement diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: results: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, fatigue, vaginal haemorrhage, menorrhagia, anemia, dyspareunia, concerning the injuries reported in this case, the following ones were described in patient¿s medical records: bloating. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), nausea ("nausea") and migraine ("migraine"). The patient was treated with surgery (ablation and salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, nausea and migraine had resolved and the bladder disorder, urinary tract disorder, urinary tract infection, vaginal discharge and fatigue outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: results: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received: event injury was replaced with pelvic pain. New events - dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, abdominal pain, menorrhagia (heavy menstrual bleeding), bladder problems, urinary problems, uti, vaginal discharge, fatigue, nausea, migraine were added. Lab data was added. Case is now upgraded from other event to incident. On 17-sep-2019: fu 2 & fu 3 processed together. No new significant information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in fallopian tube'), device breakage ('essure coil got transected with 1 piece seen protruding from the cornual end and other piece seen embedded in the fallopian tube'), pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 29-year-old female patient who had essure (batch no. A966679) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bloating. Concomitant products included ondansetron (zofran). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced migraine ("migraine/migraines / headaches") and anaemia ("blood or heart disorder/condition type: anemia"). In (B)(6) 2019, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), fatigue ("fatigue"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and cervical cyst ("other injury(ies) or complication (s) please describe: nabothian cysts"). The patient was treated with surgery (ablation, bilateral salpingectomy and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, device breakage, bladder disorder, urinary tract disorder, urinary tract infection, fatigue and cervical cyst outcome was unknown and the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, vaginal discharge, nausea, migraine, vaginal haemorrhage and anaemia had resolved. The reporter considered abdominal pain, anaemia, bladder disorder, cervical cyst, device breakage, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: approximately 5 coils on the right and 3 coils on the left were seen after placement diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: results: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, fatigue, vaginal haemorrhage, menorrhagia, anemia, dyspareunia, concerning the injuries reported in this case, the following ones were described in patient¿s medical records: bloating most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs and mr received. Reporter information, lot number added. Events: abnormal bleeding (vaginal), blood or heart disorder/condition type: anemia, other injury(ies) or complication (s) please describe: nabothian cysts, embedded in fallopian tube added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.